Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio observed that the device showed ok on the display and that there was no indication in the device's memory that all three icons had been present, or that the internal hybrid layer capacitor (hlc) batteries had ever dropped to a level where defibrillation would not be possible. The unit powered on and defibrillated when prompted. The cause of the reported issue could not be determined. The customer was provided with a replacement device.